Manufacturer narrative:
The reported events of high lead impedance and stylet could not be inserted into the lead were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the right atrial lead exhibited high pacing impedance. Additionally, the guidewire could not be inserted into the lead. The lead was removed and replaced during the same procedure on (B)(6) 2021. The patient was stable.